Event description:
It was reported there was shocking and jolting sensations. The patient is getting shocked whenever the patient touches anything metal such as door handles. It was noted this had been happening for a long time but the exact amount of time was unknown. It was noted the patient had a thumb joint fusion in (B)(6) 2012. It was also noted the reporter was unsure if the patient had any falls or traumas. Impedances were tested and all were within normal range except for 0 and 2 pair which had impedances greater than 4,000 ohms. The patient was programmed using the number 2 electrode and the patient still had shocking when they touched door handles. Stimulation was turned off prior to patient leaving the visit. It was noted the patient was getting some symptoms relief. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v762719, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information was received from the patient¿s nurse practitioner that reported the symptoms began following the patient¿s unrelated orthopedic surgery in (B)(6) 2012. During that surgery, wires, a plate, and screw were used to stabilize the patient¿s thumb. There was no mention of electrocautery being used in the case notes. It was noted that the patient only felt the shocking when the device was turned on. The patient¿s stimulation was turned off in (B)(6) 2013 and the high impedances were measured (B)(6) 2013. An x-ray was performed that day and found the lead was intact and in the correct location. On (B)(6) 2013, the patient was once again seen by her doctor and reported her urgency, frequency, and incontinence had become worse since turning off stimulation. Battery longevity was also checked at this appointment and it was found that there was 25-50 months of battery life remaining. The ins and lead was explanted on (B)(6) 2013 due to the continued shocking. It was unknown if the device would be returned to the manufacturer and it was unknown if another device was going to be implanted. The patient was said to be doing well and recovering and the shocking has resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).